Event description:
Event description guidant received information from the patient's wife that the patient died in 2004. At that time no allegations were made against the device. Now that the patient's wife sees an advisory has been issued on the device, she is concerned that it may have malfunctioned. She reported that his condition got worse after the implant of the device until his death. She has the device and would like to have its memory analyzed.